Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6). Device not returned.

Event description:
The customer reported intermittent trace on device (kept losing signal). No patient impact or consequences were reported.

Event description:
The customer reported intermittent trace on device (kept losing signal). No patient impact or consequences were reported.

Manufacturer narrative:
The returned cable was evaluated. Visual inspection upon receiving revealed a broken pin #24 at the round 25 pin connector. The cable failed continuity tests due to the broken pin #24 (blue conductor) at the round 25 pin connector; causing an open connection on the blue conductor. The cable failed functional tests and displayed ¿chk sensor" error message. No audible or visual alarms. Sensor led does not illuminate. (B)(6).